Event description:
On the 10th of june 1999, a nellcor puritan bennett failure investigation technician, while investigating the product, discovered that this unit was providing oxygen saturation readings that were 15 points high. Initial information received verified no patient harm or treatment change.